Manufacturer narrative:
Mnav rep downgraded software in order to fix the inverted trajectory, also a new scan protocol was created. No impact on pt outcome reported.

Event description:
Medtronic rep reported that the sites navigation system is showing an inverted trajectory and missing computer animated design (cad) model when using fluoromerge. No impact on pt outcome reported.